Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation as the supera stent remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the supera instructions for use, as a nown patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot numbers were not provided.

Event description:
It was reported that five months post-stenting, an unspecified supera stent implant was noted as thrombosed. The physician states that the cause of the thrombosis is that the patient failed to take the anticoagulation prescribed. The physician is looking into another dual antiplatelet therapy for the patient moving forward. There was no adverse patient sequela reported. No additional information was provided.